Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that the device around the filter area and on the filters themselves there is a white powdery substance, notices also a liitle bit of that same white powder on the device tubing, same white powder residue all over the dry box inlet seal, there is also a sound of air leakage coming from the device and the airflow has felt weaker than normal. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.